Event description:
Subsequent informaiton indicated that a lead revision procedure was performed. It was discovered that the rv lead had dislodged. The lead was explanted and replaced. The device remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
The patient was brought back in clinic for troubleshooting. Shock impedance measurements between 50 and 82 ohms were observed in each shocking configuration. A 1.1 joule and 41 joule commanded shock resulted in impedance measurements in the 50 ohm range. At this time, the physician has elected to monitor the situation, since delivered shock impedance measurements and shock impedance testing measurements remain within normal range. No adverse patient effects were reported as a result of these observations. This event will be updated if any additional information becomes available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and transvenous right ventricular (rv) lead triggered a latitude red alert corresponding to a shock impedance measurement of less than 20 ohms. The patient's latest latitude remote interrogation noted shock impedance measurements in the 40-50 ohm range. The boston scientific crm technical services department recommended bringing the patient in clinic and performing a maximum energy shock test to evaluate the defibrillation system. Subsequent information indicated that the system displayed low pacing impedance measurements. Technical services reviewed historical lead data an noted that the pace impedances had been trending downward over the last 18 months. The patient was brought into the clinic and the system was tested. Isometrics and pocket manipulation were performed which resulted in pacing impedances of 201-233 ohms. All other lead measurements were normal and within range. The patient was to be scheduled for a lead revision at a future date. No adverse patient effects were reported. As of today, the system remains in service.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The header was a little bit loose on the edges, but was mostly intact on the pg case. It seems to have been loosened by force; the medical adhesive (ma) was torn and not loose. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subsequent information indicates that this device displayed noise, oversensing and inappropriate therapy with the most recently implanted rv lead. The patient was seen for a revision procedure where an x-ray indicated that the rv lead had fractured. It was also reported that the header of the device was loose and able to be wiggled. The lead and device were explanted and replaced. The device has been returned for analysis.